Event description:
It has been reported to philips that the flexvision screen froze. The system was in clinical use. No harm has been reported to philips. A philips field service engineer (fse) inspected the system onsite and replaced the fast ethernet switch which returned the device to use in good working order.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information received, the system was in clinical use for a planned treatment/non-emergency treatment. The procedure was completed as planned by restarting the system. A philips field service engineer (fse) inspected the system on-site and confirmed the reported problem. Analysis of log file did not confirm any malfunction. During troubleshooting, fse identified that ethernet port switch was defective which caused the flex vision screen to freeze intermittently. The fast ethernet switch 16-port was replaced for resolving the issue. After this replacement, the system was returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. As the system regained its functionality after a restart and the procedure was completed using the same system, therefore this complaint has been re-evaluated as not reportable. Based on the investigation results, philips concludes that the complaint is not reportable. The codes were updated based on the investigation outcome.